Event description:
On (B)(6) 2011, the nurse reported that the hemorrhoid ligator "fell apart at the start of a procedure while loading a rubber band" for a hemorrhoid ligation. There was no pt injury; the pt did not receive anesthesia. The pt received antibiotics and a bowel preparation prior to the procedure. The procedure was cancelled and will be rescheduled as the physician did not have a spare device to use to perform the procedure.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.